Event description:
Patient reported "significant wrinkles of the implant on both side"..."silicone isointense structures can be detected in the folds or around the implant capsule on both sides. Evidence of droplet formation on the right within the implant and in the surrounding silicone-containing structures"..."dorsal of the implant capsule, bandlike silicone proof - up to a width of 9 mm on the right¿in addition, silicone apparently lying outside the implant capsule on the upper inner edge of the implant on the right". Device remains implanted. Right side record.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. ¿ wrinkling: not observed. ¿ crease folding of implant: not observed. No additional observations are performed. Additional observations: ¿ red particles observed on the surface of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "significant wrinkles of the implant on both side," "silicone isointense structures can be detected in the folds or around the implant capsule on both sides, evidence of droplet formation on the right within the implant and in the surrounding silicone-containing structures," "dorsal of the implant capsule, bandlike silicone proof - up to a width of 9 mm on the right, in addition, silicone apparently lying outside the implant capsule on the upper inner edge of the implant on the right." Patient additionally reported device rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Wrinkling: unable to observe, since it is not related to the device. Crease/folding of implant: not observed, creases on the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, right device rupture. Device has been explanted and replaced with non allergan-product.